Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system's host pc was not booting up. Upon troubleshooting, the fse identified the issue with system software. To resolve the issue, the fse reloaded the system software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.